Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital with erosion at device pocket. The pacemaker was explanted. The patient was in stable condition throughout the procedure.